Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not delivering insulin. The customer stated their endocrinologist and nurses at the hospital all believed the pump was not delivering insulin. No harm requiring medical intervention was reported. Troubleshooting was not completed as the customer declined. The insulin pump will be and reservoir will not be returned for analysis.